Manufacturer narrative:
The test strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of a questionable high glucose result from an accu-chek inform ii meter. At 8:10 pm, the result from meter serial number (B)(4) was 453 mg/dl. At 8:13 pm, the result from meter serial number (B)(4) was 133 mg/dl.

Manufacturer narrative:
The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.